Event description:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with a bedside. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with a bedside. The customer wants to find out why this occurred and how to stop it from happening. Per the customer, they seem to have intermittent comm loss for about 3-4 minutes a month. Technical support (ts) let the customer know that the cns log files are needed. The customer may also need to collect the bedside logs, depending on the model. There was no patient injury reported.